Event description:
The reporter stated that while the surgeon was rotating the implant into position, a fracture sound was heard. He removed the inserter and one of the prongs that maintains rotational stability was broken at the junction within the inserter shaft (the entire piece is about 1.5 inches long). It was observed that the threaded draw rod was not threaded into the cage when he removed the inserter. The technician did not tighten the threaded draw rod fully, so it came loose when impacting the cage into the disc space. Without that secure connection on the posterior face of the implant, the entire rotational stress fell on those prongs, causing one of them to fracture. It added virtually no time to the case because the implant was well positioned and the surgeon just had to retrieve the prong left in the disc space with a pair of bayonets. It must be noted that there was no issue for the remainder of the case because integra's representative made sure the tech fully secured the implant to the instrument. The cause of this instrument failure was entirely human error/misuse.

Manufacturer narrative:
A review of the device history record showed no anomalies. The complaint sample was received for evaluation. Integra's investigation determined that the breakage is due to the failure to have the implant secured tightly to the inserter. Without the secure connection on the posterior face of the implant, the entire rotational stress can fall on the prongs, in this case causing one of them to fracture. No corrective action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.